Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3 of 4. Per the initial report, the home patient (hp) had a system error 2240. The hp stated he had disconnected to go to the bathroom but forgot to press stop and reconnected before the alarm occurred. The tsr explained the alarm and assisted the hp to clear the alarm and advised the ph to contact the nurse. Global product surveillance contacted hp on (B)(6), 2011. The hp did not complete therapy on (B)(6), 2011. The hp ended therapy. The hp did not notice any defects with the original supplies. The hp had discarded the original cassette and did not have a companion or know the lot number. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 due was confirmed because the home patient (hp) indicated they disconnected from the homechoice before going to the bathroom but forgot to press stop and reconnected before the alarm occurred. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was use error.